Event description:
Left hip replacement done 1/92 at another facility. Xray done in physician's office 7/97, revealed loosening of the femoral component and plastic wear in the acetabulum. Surgery, 9/8/97, for removal and replacement of femoral component acetabular plastic.